Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2015. Date explanted - (B)(6) 2015. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-00901 / 00902).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised in (B)(6) of 2015 due to wear, metal poisoning, pain, and bone necrosis. During the procedure, the head and cup were removed and replaced. A second revision was needed on (B)(6) 2015 to replace the initial revision components. During the procedure, the head and cup were removed and replaced. No further information has been provided.